Event description:
This lv lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services on (B)(6) 2018, stating that this lead had intermittent non-capture. And an output at 4 volts at 1 ms. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).